Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, aneurysm enlargement and endoleak.

Event description:
On (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, an aneurysm enlargement (unknown amount) was observed and a distal type I endoleak originating from the contralateral leg component was suspected. On (B)(6) 2020, reintervention placing an additional contralateral leg component to treat the distal type I endoleak of the right side was performed. The patient tolerated the procedure.